Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient requested their implantable cardiac monitor (icm) device be removed due to ongoing pain and discomfort at and over the implant site because of the device's size. The device was replaced with a smaller icm. No patient complications have been reported as a result of this event.